Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon interrogation of the device the longevity was lower than expected. It was noted the device had previously been programmed for an implant. The device was not used. There was no patient involvement.